Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output. The patient went into bradycardia. The device was not used and a new device was implanted. The patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis found epoxy contamination on both atrial and ventricular ring contact springs that may be traced back to the manufacturing anomaly which contributed to the reported output anomaly.